Event description:
It was observed, that during the device evaluation. The camera head exhibited a watertight defect. There was no patient involvement.

Manufacturer narrative:
The device was returned to an olympus repair site for inspection. And the following reportable malfunction was identified, during the device evaluation: a water-tightness defect. A device history record-DHR was completed. And no issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.